Event description:
Patient overtime was showing osteolytic changes in the bone on x-ray. Found osteo on femur and tibia, some wear noticed on medial edge of insert possibly from osteophyte and patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.